Event description:
Continuous glucose monitoring (cgm) wire inserted inside body "disconnects" from the cgm exterior and does not communicate with insulin-pump blood-glucose (e.g., tandem x2 slim) software. Non smoker and non drinker.